Manufacturer narrative:
Additional information was reported that the first valve dislodged into the ventricle and required the second valve to be implanted. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34-millimeter (mm) transcatheter bioprosthetic valve, a second 34mm transcatheter bioprosthetic valve was implanted for unknown reasons. No additional information was provided. No additional adverse patient effects were reported.